Event description:
Physio-control's sales rep reported that a new demo unit was locking up. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.